Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed. Method code: "other" - a sample device was returned and is currently under investigation.

Event description:
User facility reported device was in use with pt for approximately 2 days when tubing became kinked; ventilation of patient was difficult and emergent tracheal tube replacement performed due to transient hypoxia. No permanent adverse effects to pt reported.